Event description:
It was reported that when using the bd pyxis¿ es refrigerator failed, pockets required maintenance and unable to recover. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed and lower bin rows were off the bus. A field service engineer (fse) reseated and powered the station off for 10 minutes, then manually opened all bins multiple times. The fse accessed hardware test application (hta); however, row 4 bins were still not visible. It was determined that the irac boards were required. The fse replaced the irac boards for rows 2, 3, and 4 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.